Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
Date of revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr bilateral revision. No details provided. Update from crawford's spreadsheet 28 oct 2011: date of revision added, surgeon changed. 21/12 - update from claimsuite alert of 20 dec - date of revision surgery for right hip confirmed as 6 oct 2011. Update received 16 apr 2015 - right hip - reason for revision : alval /soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.